Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with unknown age underwent primary breast augmentation with unknown gel implants on both sides and experienced bilateral breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the left side, and with catalog number 3503501bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.